Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the inability to actuate a single gripper due to the broken gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The observed broken fes were submitted to the mcl for analysis. Based on available information, causes for the reported difficult single gripper actuation issue and broken gripper line could not be conclusively determined. It is likely that the loose gripper line (from the gripper being lowered prior to closing the clip) became caught on the frictional element and resulted in the difficult single gripper actuation, broken gripper line and broken fe. However, this cannot be confirmed. The observed broken fe is likely a cascading event of the difficult single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip delivery system (cds) was inserted into the patient. Upon testing the gripper orientation, it was determined that one of the grippers would not lower. Troubleshooting was performed by lowering the lock lever and cycling the gripper lever. Physician decided to remove the cds from the patient and upon checking it was determined that gripper line was broken. Mitraclip xtw was replaced with a new device and continued the procedure successfully. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip delivery system (cds) was inserted into the patient. Upon testing the gripper orientation, it was determined that one of the grippers would not lower. Troubleshooting was performed by lowering the lock lever and cycling the gripper lever. Physician decided to remove the cds from the patient and upon checking it was determined that gripper line was broken. Mitraclip xtw was replaced with a new device and continued the procedure successfully. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.